Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula within last three weeks. The blood glucose level of the patient at the time of event was 533 mg/dl and had high ketones. The issue occurred with ten similar types of infusion sets and the site location was patient's abdomen. The patient tried to treat with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.